Event description:
A report was received that the patient had pain at the anchor site. The patient underwent a revision procedure and did well postoperatively.

Event description:
A report was received that the patient had pain at the anchor site. The patient underwent a revision procedure and did well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to discomfort at the anchor site. Additional suspect medical device components involved in the event: model #: sc-1110 serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-2208-50 serial #: (B)(4), description: st linear lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the anchor site. The patient underwent a revision procedure and did well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was given an injection at the anchor site to relieve pain. The patient did not undergo a revision procedure.